Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate plus profile 325cc, catalog# 3502325, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor smooth round moderate plus profile 325cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus 300cc, catalog# 3502300, serial# (B)(4) (right) and mentor smooth round moderate plus 325cc, catalog# 3502325, serial# (B)(4) on (B)(6)2019.

Manufacturer narrative:
On 10/25/2019, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation a crease was observed in the posterior view. Leak testing revealed there was a tear located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).